Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got unexpected battery power loss alarm. Customer¿s blood glucose level was 110 mg/dl at the time of the incident. Troubleshooting was done and after reviewing alarm history customer stated that they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the pump was not dropped. The customer was advised that the pump will not be returned for analysis.